Event description:
During a cardiac arrest utilized CPR onestep complete zoll pads while performing manual chest compression during a cardiac arrest code situation. Bleeding was noted via the pt's sternum during the code. A quarter sized wound was noted down to subcutaneous tissue near the edge of the pad. One mattress suture was used.